Event description:
Per the state of (B)(6), the one side of the rails had too much give in it and the nursing home was cited for a safety issue. They have determined that there is a plastic piece missing from one of the tubes in the bracket.